Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock due to double counting. A review of the episode showed the signal amplitude was very low. The smart pass feature was twice disabled in the alternate sensing vector. Technical services (ts) discussed reprogramming options. This s-ICD remains in service. No additional adverse patient effects were reported.